Manufacturer narrative:
The reported broken hemostasis valve was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly

Event description:
Based on the analysis of the returned device, a leak was noted. It was reported that during the procedure, the hemostasis valve of the sheath was broken, but it was unknown in what way the introducer was broken. The sheath was replaced and the procedure was completed with no adverse patient consequences.